Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges when they were replacing a dialysis catheter, the sheaths inner dilator was removed and the catheter was being inserted air was sucked in through the catheter. An air embolism was inadvertently drawn into the patients right ventricle. The patient had an emergent intubation procedure and tolerated the procedure well.